Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements, measuring at 3000 ohms on the right ventricular (rv) channel. The plan was to have this rv lead replaced. This device remains in service. No adverse patient effects were reported.